Event description:
It is reported that deep infection was identified in a nexgen lps knee system and was treated with open debridement. No recurrent infection has been observed.

Manufacturer narrative:
Information was received via published literature. This report will be amended when our investigation is complete.